Event description:
It was reported that occlusion alarms occurred. These issues did not cause the customer's blood glucose level to exceed 500 mg/dl or result in the cgm reading "high." To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin delivery. Ultimately, the customer reverted to an alternate method of insulin therapy.